Event description:
The nursing aide was assisting the patient to the bathroom; she noticed no lights were on and nothing was dripping. When two nurses came into the room, they found the infusion pump was in "off" mode. Both the patient and the patient's family member did not hear any beeping or touch the machine. One rn turned it back on and the battery life was 5 hours. Once the pump was restarted, the alarm rang indicating "occluded patient-side". Rns transitioned the IV line from a PICC port to the patient's cvc. After that, the pump continued to run properly with no alarms. At change of shift, nurses changed the medication to a new pump.